Manufacturer narrative:
The exact "date of event" has not been provided. Customer alleges incident occurred in (B)(6) 2016. The provider replaced the joystick from a swing-away to an inline (fixed mount) for the customer. The device is working properly. The provider no longer has the old part to evaluate.

Event description:
Consumer alleges the arm of his chair swung back at him, launching him into the wall.